Manufacturer narrative:
(B)(4). Baxter received a photo of the sample for evaluation. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4) - photographic images were provided and evaluated showing that there was a leak at the inlet port at the bottom of a y-site. This confirmed the problem. The cause could not be identified.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Event description:
It was reported that a continu-flo solution set had tubing that had separated from the top of the distal y-site. The malfunction occurred during an unknown process step and it is unknown as if there was patient involvement. There was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.